Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with slight hyperopic astigmatic response in both eyes post treatment. It was stated that the patient loss of best corrected visual acuity (bcva). The patient had no complaints and love her vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -5.25 x -.50 x 5, left eye pre-op 20/20 -6.25 x -.75 x 145. Bcva from (B)(6) 2015: right eye post-op 20/40 .50 x -.75 x 75, left eye post-op 20/20 -.50 x -.50 x 75/ it was reported that patient's symptoms resolved on (B)(6) 2015.